Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said the controller is not working again. Patient said this is like the 4th time when they need to turn stim up. Patient is seeing settings not available. Patient has not needed to increase stim for a long time, but has been having pain in the area below the lower back. Patient tried increasing stim yesterday and got the message. Patient reset the controller and tried different groups but still not able to increase. Patient only has 2 groups to use and the 3rd group was not programmed last time. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent advised this is an issue with the ins and directed to hcp. Pt states he's been trying to call the local rep. Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported that their controller would not allow them to change anything in their settings such as adjusting stimulation up or down. Patient reported had been having issues with their therapy for at least a year and a half, to possibly a couple years. Patient had the implant reprogrammed 4 times and noted that the last time they were reprogrammed, the only way they could get one of the groups to work was to shut the other groups down and that worked for a short amount of time but now they needed to turn their stimulation up and the programming wouldn't allow them to do so. Patient said they had tried switching groups, programs and adjusting their stimulation, but nothing was working. Patient explained that they were currently on group b, and when they went to program 1, stimulation wasn't working. Patient noted that in group b, they can turn stimulation down but not back up. Patient attempted to change to group a and c but c onfirmed they couldn't do anything. Patient notified manufacturer representative (rep) about this issue and they advised to turn simulation off within certain groups and wanted to see if they could get one of the groups to work. Patient noted they got one of their programs to work up to 2 notches and then the stimulation quit working with everything else being turned off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information from the patient indicated that resetting the controller resolved the issue. There is no plan to remove the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.